Event description:
In 2006, the pt was reportedly treated for an infection of the skin flap which led to device extrusion. The pt had two surgeries (dates unknown) to clean the area. Skin flap surgery is to be scheduled.